Event description:
It was reported that when the user removed the ilet from the belt clip to announce a meal, the screen assembly separated from the device housing, and the user temporarily secured the unit with a rubber band while device functionality and blood glucose control remained unaffected. Symptoms included no reported injury or adverse physiological effects. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included complaint intake, device use review, and replacement logistics with instructions to shut down the device, sync data to the mobile app, and return the original device using the provided shipping label. Investigation of this device revealed a screen-to-housing mechanical separation consistent with screen bezel separation of the display enclosure without loss of therapy delivery or user interface function. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical housing integrity issue unrelated to device software or therapy performance.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.